Event description:
It was reported that pump experienced malfunction alarm in tandem source, with malfunction code 16 that could not be reset and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode and return it using prepaid label, and was informed about need to reprogram pump settings and reconnect continuous glucose monitor, while technical support arranged shipment of replacement pump under warranty.